Event description:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "has pain in her back near lung area and also said she has a lot of coughing while and after using the machine". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text: device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "has pain in her back near lung area and also said she has a lot of coughing while and after using the machine". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The manufacturer received information from uno legal litigation that the patient alleges new or worsening asthma and lung disease. Medical intervention was not specified. This complaint has been reviewed and will be reported as serious injury as the events meet the definition of a reportable complaint per the FDA regulations (21 cfr 803). Boxes b and h have been updated to reflect the changes.